Event description:
It was reported that there was an insulin leak in the connection between the cartridge and infusion set tubing. It was also reported that the cartridge was expired.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged luer lock connector.